Event description:
It was reported that during the surgery, while drilling in femoral guide, the drill broke at the base. Surgeon finished his step, then removed the broken part of drill from patient. No pieces were left in patient, surgery was not delayed. There was no need to use the drill for the rest of the surgery. No further information is available.

Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ canada. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional or corrected information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h11. Visual examination of the returned product identified that the drill is fractured at the base of the flutes. There are scratches around the drill bit shafts and hudson end. The flutes of the drill appear dulled from use. No other damage was noted during visual evaluation. Device has an approximate field age of 5 years. Dimensional evaluation of the drill confirmed that measures are conforming. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.